Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no defects against this lead. The lead was attempted due to retraction or extension anomalies which took over 30 turns. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty in retract or remove. As the physician could not get this rv lead down to lumen. Subsequently, the removal was successful. This rv lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported. Additional information received which indicates that this rv lead was attempted due to retraction or extension anomalies which took over 30 turns. This rv lead was discarded or disposed with a sterile drape.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty in retract or remove. As the physician could not get this rv lead down to lumen. Subsequently, the removal was successful. This rv lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported.